Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the customer had a capsule which failed to attach, no harm was caused to the patient and a repeat procedure was performed. No intervention was necessary to correct an injury. Prior to the procedure an endoscopy was performed and the patient had esophagitis. It is unknown how long the physician has been performing the procedure, but they were trained by a given representative. The vacuum source used was a medela pump and the vacuum pressure before the procedure (with and without finger) was 550. No lubricant was used to facilitate the capsule placement. The delivery system and the capsule will be returned to given. The physician is not clear to what caused the failure to attach.

Manufacturer narrative:
The product sample was not returned for analysis. Without a sample, we are unable to determine the cause of the reported event. The device history record (DHR) indicates the lot/serial number was released meeting all qa specifications. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the customer had a bravo capsule which failed to attach, no harm was caused to the patient and a repeat procedure was performed. No intervention was necessary to correct an injury. Prior to the procedure an endoscopy was performed and the patient had esophagitis. It is unknown how long the physician has been performing the bravo procedure, but they were trained by a given representative. The vacuum source used was a medela pump and the vacuum pressure before the procedure (with and without finger) was 550. No lubricant was used to facilitate the capsule placement. The delivery system and the capsule will be returned to given. The physician is not clear to what caused the failure to attach.